Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed the device is fractured on the lateral side of the post. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a design issue previously investigated and addressed through CAPA investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty the tibial articular surface provisional broke while changing the metal shim. No patient consequence was reported.